Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that user error on the bd epicenter¿ single user software caused the resistance bp for imipenem on enterococci to be set at 4 instead of 8. There was no report of patient impact. The following information was provided by the initial reporter: "customer has noticed that the bp for pud v6.81 has bp for imipenem on enterococcus spp. Is set at 4 instead of 8. Eucast 2020 sets r>4 and on epicenter should be >/=8. Pud v6.81 has resistance bp for imipenem on enterococci at 4 instead of 8. Incident happened during use".

Event description:
It was reported that user error on the bd epicenter¿ single user software caused the resistance bp for imipenem on enterococci to be set at 4 instead of 8. There was no report of patient impact. The following information was provided by the initial reporter: "customer has noticed that the bp for pud v6.81 has bp for imipenem on enterococcus spp. Is set at 4 instead of 8. Eucast 2020 sets r>4 and on epicenter should be >/=8. Pud v6.81 has resistance bp for imipenem on enterococci at 4 instead of 8. Incident happened during use".

Manufacturer narrative:
H.6 investigation summary customer has noticed that the bp for pud v6.81 has bp for imipenem on enterococcus spp. Is set at 4 instead of 8 on epicenter (material 441007/sn (B)(6). ). This issue is being addressed under (B)(4). In an upcoming version of the pud do to be released this quarter. This is a confirmed complaint of a bd product. Per baltrm-441007-aph revision 5, the failure associated to this complaint is a user inconvenience which is a severity of s1; reference ID 6.6. Complaints for software were under statistical control for the month of november. No trends indicated. DHR review is not required for stand alone software. Complaints received for this device and reported condition will continue to be tracked and trended.